Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was air bubbles in the gel. This event occurred 14 times. The following information was provided by the initial reporter. The customer stated: there were "bubbles or holes in the gel of tubes 367986 lot#: 2173183."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-29. H.6. Investigation summary: bd received thirteen (13) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for gel air bubbles was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. In addition, one of the customer samples had fm within the gel. Bd is unable to complete ftir testing of the fm due to the fm being within the gel. Based on a review of batch records and the investigation results, a root cause of the gel air bubbles was due to inadequate purging during gel drum change. As a corrective action the awareness was made to the associates during gel drum change. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor to the fm. This complaint has been confirmed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was air bubbles in the gel. This event occurred 14 times. The following information was provided by the initial reporter. The customer stated: there were "bubbles or holes in the gel of tubes 367986 lot#: 2173183."